Manufacturer narrative:
The packaging records for the reported device lot were reviewed and appear normal and witin specification. No previous complaints have been received on the reported lot number. The returned sample was examined and the pointed tips of the dilators are protruding through the manufacturing seal opposite the chevron seal of the pouch. Evaluation of the manufacturing seal determines it to be complete, with no visual voids. Multiple controls in the packaging process confirm peel strength and visual inspection of all pouches for adequate seals. It is believed that the damage to the pouches was due to mishandling of the product after the packaging process had been completed and was not related to the manufacturing/packaging process. The reported event is not occurring more frequently or with greater severity than is usual for the device. The information contained therein is being provided to the FDA to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of boston scientific that the product which is the subject of this report in any way has malfunctioned, was defective, or casually related to any death or serious injury.

Event description:
Customer in another country noted that the seal of an inside pouch on a dilator was open, compromising sterility. The device was not used. The procedure was conducted with another device and there was no pt injury. The device will be returned for evaluation.